Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available.section d6b - explant date: not applicable, as lens remains implanted.section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the preloaded intraocular lens (iol) a thread was found attached to the lens. The ophthalmologist thought that this thread appeared to be part of the iol. With some difficulty, the ophthalmologist was able to remove most of the thread from the eye, leaving a small piece behind. For now, it does not bother the patient as vision is okay, so the lens remains implanted. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 29-nov-2023 section h3 - device evaluated by manufacturer? Yes device evaluation: patient stickers, a blank patient and implant notification card, and directions for use (dfu) were received in the original folding carton. No lens or device was received as part of this return. Therefore, no product evaluation can be performed. No suspect product was received; however, a video and a photograph taken from that video were provided by the customer for evaluation. The photograph shows a pseudophakic eye implanted with a lens claimed to be a tecnis eyhance with smartload delivery technology (model gib00). The image shows what appear to be a grayish color thread/fiber in the lens mid-periphery between 12:00 and 1:00 (in relation to the picture). The origin, nature, root cause, and potential clinical impact of the reported event cannot be determined from a picture assessment. The complaint issue "foreign material - loose" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.